Event description:
Ous MDR - after an implantation period of about 35 months, it was reported that during a follow up, the physician saw several episodes of noise in rv iegm as well as in the lv iegm. The physician decided to remove all the leads. It was furthermore reported that a possible insulation defect in this atrial lead was suspected. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the leads under complaint was scrutinized, including a visual, mechanical and electrical inspection. The analysis of the three leads demonstrated a damaged insulation at the proximal part of the lead. In that section, the lead bodies were found squeezed and deformed. The outer conductor coil of the setrox s lead was found fractured in this area. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the leads have been subject to excessive mechanical forces as the result of clavicular; first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.